Manufacturer narrative:
The investigation regarding the reported issue with puc test failure has been confirmed in service report and problem description. According to provided information the issue was resolved by replacing expiratory cassette. After replacing the expiratory cassette, the ventilator passed all functional and safety test and was returned for clinical use. Since no parts could be investigated further, the root cause of the issue has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed the pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).